Event description:
Country of complaint: (B)(6). Thread broke during surgery.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2015. MFR'g site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed. There are no units in stock. Received one open and used sample. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.